Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having trouble charging the ipg the physician believed that the placement of the ipg was shallow to the skin. The patient underwent a pocket revision, during which, the physician elected to replace the ipg. The patient was doing well following the procedure.